Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. However, a replacement battery was able to resolve the issue. The customer then noted during troubleshooting that the insulin pump had two off no power alarms in the alarm history. The patient's blood glucose at the time of incident was 257 mg/dl. Troubleshooting was initiated for the off no power alarm. The customer did not receive a low battery alert prior to the off no power alarm. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to the battery tube was found corroded. Unable to perform the functional testing, including the displacement, operating currents or verify the failed battery test, weak battery, off no power without a low battery alert, low battery alert, battery out limit, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the blank display. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.